Event description:
It was reported that the patient was in a car accident five days ago wherein the patient was hit by a semi-truck. Before the accident, the patient felt stimulation as intended, but after, the patient was not feeling stimulation in the same location and not at the same strength either. The last time the patient saw his physician was two months ago. The patient was currently at his primary care clinic and they were hoping to have a manufacturer representative come out to assess the implant, as well as inquired how to assess if the implant was placed properly. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37092, lot # 271910001, implanted: (B)(6) 2011, product type accessory; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).